Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas became unresponsive during training while attempting to fill infusion tubing, with the user unable to acknowledge drop detection and the device screen intermittently going black; guided troubleshooting included removing the cartridge, continuing the fill to maximum, attempting a screen recalibration on the charging pad, and performing a wake-button reset, all without resolution, which is consistent with a display or power control malfunction of the pump¿s user interface component. Symptoms included no injury, no hypoglycemia, and no hyperglycemia. Outcomes included a replacement device provided and instructions to sync data, shut down the device, and return the original unit. Investigation included remote technical troubleshooting and review of device performance during priming. Investigation of this case revealed persistent screen unresponsiveness and failure to recover with standard resets, indicating a malfunction of the display or associated electronics within the pump interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the user interface/display subsystem.